Event description:
Related manufacturer reference number: 2017865-2023-50175. It was reported that the patient presented to the clinic for a scheduled follow up. During interrogation of the pacemaker, it was noted that the right ventricular (rv) and right atrial (ra) leads exhibited over sensing of noise. The patient is pacemaker dependent. The rv and ra leads were explanted and replaced during a scheduled lead explant procedure. The patient was in stable condition throughout.